Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that when prepping the 4.0mm x 120mm x 150cm armada balloon catheter, saline leaks were noticed along the balloon area while inserting over the guide wire. No inflation was done. The balloon catheter was not used on the patient. A 4.0x120x135 fox sv was used to complete the procedure. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The leak was able to be confirmed as there was a rupture in the balloon. Based on visual and scanning electron microscopy analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.